Manufacturer narrative:
The device was returned for analysis. The reported loose connection and the reported leak were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/ similar incidents from this lot. As the reported loose connection and the reported leak were unable to be confirmed during return analysis, it is possible that the device was not fully connected/tightened thus resulting in the reported difficulties; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure the indeflator did not fit properly with a non-abbott balloon. It was noted that there may have been a leak since negative pressure was lost during inflation. A new balloon was used but the problem persisted. Another indeflator was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information has been provided.